Event description:
Pt came in for chemotherapy; port area was red and tender; (part originally placed 10/20 to 10/30/99). Blood culture done. Pseudomonas aeruginosa infection detected; pt experienced renal failure required 7-day hospitalization and treatment with autibiotics. Pt discharged on oral antibiotics.